Event description:
Reportedly, during a planned follow-up performed on (B)(6) 2018, the physician observed that the ventricular lead impedance was saturated at 3000 ohms. During the implant revision procedure performed on (B)(6) 2018, the physician decided to replace the pacemaker as no issue was noted on the ventricular lead. The issue was reportedly solved after the replacement. The subject pacemaker was returned for analysis.

Manufacturer narrative:
Analysis of the returned pacemaker did not reveal any anomaly that could be related to the reported event. Based on available data, a ventricular lead issue is suspected.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a planned follow-up performed on (B)(6) 2018, the physician observed that the ventricular lead impedance was saturated at 3000 ohms. During the implant revision procedure performed on (B)(6) 2018, the physician decided to replace the pacemaker as no issue was noted on the ventricular lead. The issue was reportedly solved after the replacement. The subject pacemaker was returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during a planned follow-up performed on 28 march 2018, the physician observed that the ventricular lead impedance was saturated at 3000 ohms. During the implant revision procedure performed on 25 may 2018, the physician decided to replace the pacemaker as no issue was noted on the ventricular lead. The issue was reportedly solved after the replacement. The subject pacemaker was returned for analysis.